Event description:
It was reported that the pt's system was removed due to infection. No pt symptoms were reported. Additional info has been requested, a follow-up report will be submitted if add'l info becomes available.